Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement. The dislodgement was detected by a chest x-ray completed for an unrelated issue. Patient was asymptomatic and has no pacer dependency. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement. The dislodgement was detected by a chest x-ray completed for an unrelated issue. Patient was asymptomatic and has no pacer dependency. The lead was retutned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.